Event description:
It was reported that the tip broke during the procedure. The tip was retrieved.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: tip broke off probable root cause: inadequate window profile inadequate welding process improper material strength inadequate size selected for the application material brittleness excessive force applied by the user incorrect rfid tag.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. The tip was retrieved.